Event description:
A pharmacy technician reported several solution sets with air was noticed in the filter during priming by the home patient and pharmacy technician. The patient was inventing the filter while it was priming; the filter would fill up with fluide and seemed to leak, bvubbles would come out through the vents. The pahrmacy technician did prime a number of the sets and noticed that bubbles seemed to get caught in the air filter. Reportedly, the patient developed a mild grade fever (approximately 103) controlled by an over-the-counter medication, "probably motrin", but did not develop infection. The pharmacy technician believed that the fever was probably due to the fact that the patient was getting radiation and had other health problems. No additional information was available.